Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 05-aug-2021. The device evaluation was completed on 31-aug-2021. It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and an open pouch seal issue occurred. During the procedure, the electrode box of a pentaray nav high-density mapping eco catheter was opened and the foil containing the sterile electrode package was found opened. No mechanical damage was found on the outer box. Device was not damaged but only the sterile foil was open. There was no patient consequence. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. The complaint reported by the customer cannot be evaluated since the original packaging was not returned for analysis. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device with lot number 30412053l, and no internal actions related to the reported complaint condition were identified. Although the cause of the reported event could not be verified since the device was returned without its original package; the instructions for use contain the following recommendations: inspect the catheter packaging prior to use. If the package is open or damaged, return the catheter to biosense webster. The event described could not be confirmed. Although no product defect was identified since the original packaging was not returned for the analysis; there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and an open pouch seal issue occurred. During the procedure, the electrode box of a pentaray nav high-density mapping eco catheter was opened and the foil containing the sterile electrode package was found opened. No mechanical damage was found on the outer box. Device was not damaged but only the sterile foil was open. There was no patient consequence.